Manufacturer narrative:
The referenced generator was returned for inspection. The evaluation confirmed the reported error malfunction, e433 including e460. Troubleshoot confirmed the malfunction was attributed to a defective generator (hvps) board. The hvps board was replaced and the generator was returned to asset stock. The customer will receive a new unit. This device history shows the unit was purchased on (B)(6) 2021. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The error e433 is a known issue which is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of the generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Error e460: similar to error e433, error e460 is triggered by a voltage measurement at the tvs diodes on the relay board. In the past, different causes were determined: capacitors with reduced capacity on the hvp; the problem was resolved as the reported error was traced back to a defect on the generator board. Poor switching performance on the generator board; the affected generator board is a pk generator board. The problem was resolved as the generator boards as well as pk generator boards are no longer affected by this problem. The occurrence of error messages e433 and e460 was traced back to the hvps board. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The legal manufacturer will continue to monitor complaints for this device.

Event description:
The registered nurse at the user facility reported the high frequency electro-surgical generator had an out of box failure. During the middle of a transurethral resection of a bladder tumor procedure, the generator reportedly had an error code, e460, kept on popping up and the generator would restart itself. The user tried turning off the generator and restarting but the same error would come back up. The generator was replaced with a (covidien) electro surgical generator and the intended procedure was completed. No death or patient injury was reported. There was prolonged general aesthesia due to a 30 minute delay in the procedure. No other devices were replaced. A monopolar resectoscope (storz) setup was used. The generator was returned for credit.